Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2025, the patient reported a hyperglycemic event that occurred on (B)(6) 2025 that led the patient to become hospitalized (admitted on (B)(6) 2025 and was released on (B)(6) 2025). It was reported that the spouse noticed the patient was lethargic and was dozing off, which prompted the spouse to check the patient's blood glucose levels which was 627 mg/dl. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted medical device problem code under h6. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions investigation summary complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code adhesive patch completely detaches during use- detachment / significant wetness additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level investigation was conducted for the inset product family and the assigned malfunction. The investigation encompassed an electronic quality management system (eqms) search, assessment of complaint trends, and the review of risk management files. No systemic issues were identified. Please refer to the attached memo for full details: inset adhesive enclosure 1: eqms search results enclosure 2: maintenance results enclosure 3: raw data for complaint trending corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Root cause of problem: n/a - no further root cause investigation is required as no specific lot number was identified, which limits the ability to trace or analyze a particular item. Corrective action as a result of the investigation: n/a - as no root cause investigation was required, no CAPA plan is applicable. The record will be closed with no further actions. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the inset product family, including an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available.

Event description:
To date no additional patient or event details have been received.